Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had been going to the bathroom a lot more and that they were waking up more and not getting any sleep. The patient stated the issue had been slowly getting worse over the past few months and that it probably started sometime in 2024 but then it got worse this week and now the patient was trying to connect to their settings to turn it up a notch but it wasn't "working". Patient further clarified that by "wasn't working" they meant they kept seeing device not responding on their handset. Patient services reviewed device longevity with the patient, explained to them that due to the age of the ins battery, it may be at end of life, and redirected the patient to follow up with their managing health care provider to further address the issue. Patient noted they would follow up with their hcp about the situation. Additional information was receiv ed from the patient. They reported that caller called back in relation to follow up letter. The caller noted that they are not sending back the letter. The caller noted that they will be getting a replacement, but waiting to hear back to get scheduled with their primary care to get cleared for the procedure. It is not scheduled yet. The caller expressed frustration with the process and how long it is taking. The caller noted that they can still "feel it" and it is "easing up a little bit". The caller declined assistance in using their equipment to try and communicate with the ins.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.